Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure at 58,974 joules of use and 11:53 minutes, the proximal part of the fiber was noted to be broken. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome: no injury to the patient was reported.